Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer was not able to establish a cause. He cleaned the ise reaction chamber, cleaned all nozzles, and reseated all the electrodes. He ran calibration, qc, and precision testing with all results within acceptable limits. The analyzer alarm trace contained sample clot detection and sample foam detection alarms on the date of the event near the time the sample was processed. As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation did not identify a specific product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit, the initial sodium result was 150.9 mmol/l and the repeat result was 142.1 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.